Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the patient was not clear on exactly the term given to her by the physician as to why the permanent pacemaker was implanted. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4)

Event description:
Medtronic received information from the patient who reported to technical services that following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was placed for "ventricular failure". No further adverse patient effects were reported. No further information was able to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.